Event description:
According to the initial reported, the device pieces come apart, it does not lock and hold together. The hub is falling off the catheter when inserted in the patient. No harm to the patients and no additional procedures or intervention is required due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Investigation results - a review of functional test, complaint history, device history record, drawing, instruction for use (IFU), manufacturing instructions (mi), quality control (qc), trends and a visual inspection was conducted during the investigation. The customer returned one used ult catheter with simploc locking mechanism. The catheter tube was detached from the simploc, but the suture was still attached to the catheter and hub. The customer stated, "the device pieces come apart, it does not lock and hold together. The hub is falling off of the catheter when inserted in the patient. No harm to the patients and no additional procedures or intervention is required due to this occurrence." While the complaint lists 2 devices from the lot in question, only one was returned. The returned device was able to be reattached at the simploc connection. Once it was reattached, the locking mechanism functioned normally. We also performed an air leak test to assure that the device was not damaged by attaching an air regulator that delivered compressed air at 10psi to the luer lock connection of the catheter. We closed off the catheter with a hemostat and submerged the hub in a water bath. There were no bubbles observed coming from the simploc mechanism. Based on examination functional testing it appears that the customer pulled too hard on the simploc when trying to lock the catheter, and pulled the simploc over both the shoulder and the end of the locking fitting, not just the shoulder. It can also be noted that in the event this happens, the simploc can be reassembled by pushing the locking sleeve back onto the catheter shaft as long as the suture is still intact. The device is manufactured according to manufacturer's drawing. At the conclusion of the manufacturing process, the device is sent to quality control(qc) for examination in the locked position per manufacturing instructions(mi) the device is inspected per quality control instructions. Qc personnel perform a 100% inspection to compare the product to the drawing by visual inspection. 100% inspection confirms the correct proximal fittings. Qc personnel 100% confirms that the snap lock assembly is functional. Inspection method: manually. With checker inserted in catheter shaft, behind curve area, unlock catheter. Lock and unlock catheter verifying that snap lock assembly functions properly. When locking snap fitting in place, fitting will pull over 1st step but not 2nd step. Reject if this occurs. Leave catheter unlocked. Remove checker cannula. Qc personnel inspect to confirm correct proximal fitting. Snap lock assembly must be clean, and correct in length, correct pflla (stamp must be legible) fittings must be secure. No gap between pflla and locking sleeve. Suture can be visible at pflla adapter, but not rough. Suture must be secure between adapter and locking sleeve. Inspection method: visually examine, level I, measure using appropriate size pin gauge. 100% visually compare the remainder of the order. Level I measure outside diameter of locking sleeve. Measure with meter scale. Manually tug on fittings to verify security. Visually examine verifying no gap between tubing and lock fitting. Pull string once and distal stringing side port and once at proximal stringing side port to check for secure connections. Manually feel for roughness at suture. Qc personnel inspects 100% to confirm surface of catheter is clean, smooth and free of excessive dents and foreign matter. Inspection method: visually examine and manually feel shaft. The device is shipped with instructions for use (IFU) which gives device description, contraindications, warnings, precautions and instructions for placement and use of multipurpose drainage catheters. The root cause of this incident is likely related to user technique as excessive force was applied to the locking mechanism leading to the noted separation. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
According to the initial reporter, the device pieces come apart, it does not lock and hold together. The hub is falling off the catheter when inserted in the patient. No harm to the patients and no additional procedures or intervention is required due to this occurrence.